Event description:
Stent was opened to the field, expiration date on the box was okay (2016-11), the expiration date on the package inside was expired. Only expiration on the box was verified.

Event description:
Correction to report with same number submitted on (B)(4) 2015. MFR info was incorrect. Stent was opened to the field, expiration date on the box was okay (2016-11), the expiration date on the package inside was expired. Only expiration on the box was verified. Size was different as well.